Event description:
A customer from (B)(6) reported to biomérieux a false susceptible clindamycin result for four (4) streptococcus pneumoniae isolates in association with the vitek® 2 ast-st01 test kit (lot 5400136243). The customer reported receiving false susceptible clindamycin results with the ast-st01 card, when compared to the disk method which produced resistant results. The customer obtained the same susceptible results after repeat testing. The customer stated the strains do not grow well in the ast-st01 card. The customer is a government reference lab which receives samples for confirmation testing. The customer stated there was no impact to patient treatment. The customer stated there is no potential harm to patients as they will do other confirmation tests. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Correct information for PMA/510(k) number is k111909, not k111976.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false susceptible clindamycin result for four (4) streptococcus pneumoniae isolates in association with the vitek® 2 ast-st01 test kit (lot 5400136243). An internal biomérieux investigation was performed. The customer did not comply with biomérieux's request for isolate submittal. Submittal of the isolate is required to confirm a vitek 2 discrepancy compared to the reference method. No further investigation is possible. Vitek® 2 ast-st01 lot # 5400136243 met final qc release criteria. This lot passed qc performance testing.